Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s endocrinologist recommended a functional review due to maladaptive announcements during hyperglycemic events, and customer care guided the user through feature review, setup, and phone pairing for the ilet system; the ilet mobile app initially exhibited a pairing glitch that was resolved after the user restarted the phone and completed pairing, while the dexcom g6 transmitter number provided was 8ba7ey. Symptoms included hyperglycemia. Outcomes included no alerts or alarms reported and no hospitalization. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed no reproducible device malfunction and no confirmed device component failure, with the issue resolving after standard app and phone reset steps. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.